Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. Per the consumer, the first test taken generated a negative result and the second test conducted the same day generated positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The intake information required to enable further investigation, such as the kit¿s lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. Per the consumer, the first test taken generated a negative result and the second test conducted the same day generated positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.